Event description:
The pt received less medication than intended. The pt was receiving 4.5g of pipercillin-tazobactam in 94l of d5w for a duration of 30 minutes every eight hours. The rn indicated that during numerous home visits, the bag appeared fuller than expected. Reportedly, the pt may have missed a total of 5 doses over an unspecified length of time. The rn stated that there various unspecified issues with the patency of the pt's PICC line and with the pt's ability to hear the pump alarm on 04/25/06, the physician ordered that the infusion and PICC line be discontineud due to frequency of the infusion issues. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing though requested, no additional information was provided.